Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. It was noted that the truarc clips were missing, creating a leak condition. The clips were replaced, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported that, during a preoperative checkout, pressure would not build. There was no reported patient involvement.